Event description:
It was reported that the stent was dissected. A 5.0x40x75cm express ld stent balloon expandable was selected for use. During the procedure, significant calcification was observed within the arterial network. Although pre-dilation of the stenosis was performed using a mustang balloon, subsequent deployment resulted in stent dissection. The procedure was completed using the original device. There were no patient complication as a result of this event.